Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 4 and 24 hours. The patient reports they had been vomiting. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient has lab work performed. The patient was treated with intravenous fluids and anti nausea medication. The patient was discharged from the hospital after 10 hours. The patients pod will not be returned as it has been discarded.